Event description:
The surgeon attempted to implant a shunt in the patients abdomen in 2006. It did not work therefore the surgeon decided to implant the valve in the plura of the patient's chest. The pt did well until wednesday. Pt aspirated and coded. Medical professionals indicated that the device did not contribute to the pts death. Rep confirmed that an autopsy was not performed, therefore we will not be getting the valve for evaluation.